Manufacturer narrative:
Device is an instrument and is not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. DHR review ¿ part number: 357.377. Lot number: 4529822. Release to warehouse date: march 20, 2003. Manufactured by synthes (B)(4). No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a helical blade coupling screw was found broken. The device was originally thought to be lost; however, during a routine inspection of the hospital's consigned devices, the coupling screw was found broken in a tray. The coupling screw head was noted to be sheared off the shaft of the screw. It is unknown when the device was broken. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: a product investigation was completed: the complaint condition for the 357.377 lot number 4529822 helical blade coupling screw was likely caused by over twelve years of consistent use and possibly off angle hammer strikes; however, this complaint is not likely a result of any design related deficiency. Per the technique guide, the 357.377 helical blade coupling screw is an instrument routinely used in the titanium trochanteric fixation nail system. The device was returned and reported to have been found broken. This condition is confirmed; the knurled head of the device has shorn off the shaft. It is likely that over twelve years of consistent use and possibly off angle hammer strikes have led to this complaint condition. The device was manufactured in march 2003 and is over twelve years old. The balance of the returned device is in fairly worn condition with several markings and signs of wear consistent with its advanced age. The relevant drawing number was reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. The condition of the returned device does agree with the complaint description. Whether the complaint condition for this device can be replicated is not applicable for this condition. The risk assessment adequately addresses the complaint event. No non-conformance reports germane to the complaint condition were generated during the production of this device. It is likely that over twelve years of consistent use and possibly off angle hammer strikes have led to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.